Manufacturer narrative:
Date of event is estimated. Patient weight is not available.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. Surgical intervention may take place to address the issue.